Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. Patient mentioned a tear occured due to the alleged issue with the buttons. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/09/2012 device evaluation: the pump has been returned and evaluated by product analysis on 6/12/2012 with the following findings: testing confirmed intermittent responses to button presses on the up, down, and ok buttons. Multiple button presses requiring increased force are required before the up, down, and ok buttons will engage. Damage to the keypad was confirmed: the keypad cover has a hole in it over the up arrow button and a hole over the ok button. The button contacts are exposed at the damaged areas. Keypad cover was removed to check condition of the button contacts and contamination was present under the contacts of all buttons. It was observed that the up, down, and ok button contacts are inverted and do not spring back when pressed.